Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Bilateral implanted recipient was playing with sibling, fell backwards and hit his head very hard against the wall behind. In situ measurements indicated that electrode lead was affected by trauma and that most wires were broken. The recipient was re-implanted.

Manufacturer narrative:
Based on the received information, damage to the active electrode due to the reported accident appears very likely. However, to determine an exact root cause, device investigation would be necessary. Re-implantation will be done in november 2019. This is an initial report. The device is going to be explanted later in 2019 and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Bilateral implanted recipient was playing with sibling, fell backwards and hit his head very hard against the wall behind. In situ measurements indicated that electrode lead was affected by trauma and that most wires were broken. Recipient will be reimplanted on (B)(6) 2019.